Event description:
It was reported via repair work order that the brakes would not engage due to missing clevis pin and rue clip that connect the brake rod to the brake rod drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.